Event description:
A patient reported blood glucose results of 333 mg/dl, 153 mg/dl 359 mg/dl, 113 mg/dl and 166 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. A control solution and check strip test were performed and the results fell within specifications. Meter was replaced.